Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15x2.0mm balloon ruptured at ten atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the mid left anterior descending coronary artery. The physician used a launcher guide catheter and a choice guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".